Manufacturer narrative:
Correction: a2, b3, b5, h10 product event summary: one cdc adapter ((B)(6)) and one controller (con315397) were not returned for evaluation. Eight batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) and two cac adapters ((B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and cac adapters revealed that the devices passed visual examination and functional testing. As a result, the reported ¿debris and dust¿ on the power source pins of the batteries could not be confirmed. Log file analysis revealed that the controller ((B)(6)) in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)). Log file analysis also revealed momentary disconnections between the controller and the cac adapters ((B)(6), (B)(6)). Momentary disconnection will result in an audible tone or "beep". No premature power switching events involving battery ((B)(6)) and controller dc adapter ((B)(6)) were observed. Additionally, log files analysis revealed three (3) controller power-ups with their associated motor starts on (B)(6) 2019 at 13:33:46, (B)(6) 2019 at 05:26:58 and (B)(6) 2019 at 06:45:18. The controller was without power for 11 seconds, 15 seconds and 10 seconds; respectively. No anomalies were observed during the recorded controller power-ups. As a result, the reported ¿loss of power¿ event was confir med. A power source lubrication procedure was performed on battery ((B)(6)) on (B)(6) 2018 and the battery remained in use. No evidence of a power source lubrication procedure that was performed prior to the reported event date on batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)), cac adapters ((B)(6), (B)(6)) or cdc adapter ((B)(6)) was found. As a result, the reported ¿power switching post lubrication¿ event involving batteries ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)), cac adapters ((B)(6), (B)(6)), and cdc adapter ((B)(6)) could not be confirmed. A power source lubrication procedure was performed on power sources ((B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6)) on (B)(6) 2019 to mitigate the reported conditions. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. The most likely root cause of the reported power switching and reported ¿beeps¿ can be attributed to momentary disconnections between the controller and battery. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). D10: yes, return date: 30-apr-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: serial#: bat593546 d10: yes, return date: 30-apr-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 67. D1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). D10: yes, return date: 30-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). D10: yes, return date: 01-may-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). D10: yes, return date: 30-apr-2019. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). D10: yes, return date: 30-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D1: heartware ventricular assist system ¿ battery. D4: serial#: (B)(6). D10: yes, return date: 30-apr-2019 h3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6). D10: yes, return date: 30-apr-2019. H3: yes. Dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ controller ac adapter. D4: serial#: (B)(6). D10: yes, return date: 30-apr-2019. H3: yes. Dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D1: heartware ventricular assist system ¿ controller ac adapter d4: serial#: (B)(6). D10: yes, return date: 30-apr-2019. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112. H6: FDA results code(s): 3213. H6: FDA conclusion code(s): 12. D1: heartware ventricular assist system ¿ controller dc adapter d4: model #: 1440 / catalog #: 1440 / expiration date: 30-oct-2018 / serial#: (B)(6). UDI #: (B)(4). D10: no. H3: no, device evaluation anticipated, but not yet begun, yes. Delete h3 if no pending analysis (return or log file). H4: mfg date: 30-oct-2017. H5: no. H6: patient code(s): c76143 h6: device code(s): c63025. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller dc adapter exhibited power switching. The other power sources that exhibited power switching were batteries and two controller ac adapters. The controller dc adapter was replaced.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d224vrc ICD; 694765 lead; implanted: (B)(6) 2012. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery. Catalog #: 1650de / serial #: (B)(4) / model #: 1650de / expiration date: 2018-11-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30. Labeled for single use: no. (B)(4). Catalog #: 1650de / serial #: (B)(4) / model #: 1650de / expiration date: 2019-01-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-01-31. Labeled for single use: no. (B)(4). Catalog #: 1650de / serial #: (B)(4) / model #: 1650de / expiration date: 2018-10-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30. Labeled for single use: no. (B)(4). Catalog #: 1650de / serial #: (B)(4) / model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30. Labeled for single use: no. (B)(4). Catalog #: 1650de / serial #: (B)(4) / model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30. Labeled for single use: no. (B)(4). Catalog #: 1650 / serial #: (B)(4) / model #: 1650 / expiration date: 2016-12-31 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-12-31. Labeled for single use: no. (B)(4). Catalog #: 1650de / serial #: (B)(4) / model #: 1650de / expiration date: 2018-11-30 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-11-30. Labeled for single use: no. (B)(4). Catalog #: 1650 / serial #: (B)(4) / model #: 1650 / expiration date: 2018-03-31 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-03-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter. Catalog #: 1430us / serial #: (B)(4) / model #: 1430us / expiration date: unknown, UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter. Catalog #: 1430us / serial #: (B)(4) / model #: 1430us / expiration date: unknown, UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard random beeps from the controller when it was switching between power sources, whether it was battery or wall power. The patient was unable to specify exactly which batteries created loud, continuous tones. There was also an unexpected loss of power on the controller. The power sources were previously serviced, and it was noted that some of the batteries had black "debris, dust¿ on the pins. All of the power sources were serviced again. The controller and power sources remain in use. No patient complications have been reported as a result of this event.